Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that she experienced high blood glucose due to detachment. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's mother stated that the high blood glucose was treated with manual injections. The customer's mother declined to troubleshoot for the high blood glucose. The customer's mother stated that she believed that the high blood glucose was caused by the detachment. The insulin pump will not be returned for analysis.